Event description:
The customer reported that results on a single pt sample obtained from a vitros eciq immunodiagnostic system were associated with the incorrect pt name. The results were not reported, and there were no allegations of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
Investigation into this event determined that the customer re-uses sample ID numbers. The customer was not aware of ocd technical bulletin cm07-188 pertaining to the re-use of sample ID's. The customer was sent the technical bulletin and has since implemented the autodeletion of sample ID's in the (B) (4) software. The root cause of this event is user error.